Event description:
There was excess fluid removed from a patient during a hemodialysis treatment. The patient became hypotensive one hour and thirty five minutes into the treatment. Pt was given 1,900 ml. Of saline. Treatment was completed on another machine and patient was discharged in stable condition. Based on the reported weights, saline given and what the machine had indicated was removed, there was a fluid weight loss variance of about 3 kg.